Event description:
A report was received that the patient doesn't feel any stimulation. The physician will open up the patient's pocket site to examine the paddle lead for breakage. If the lead is not properly working it will be replaced.

Manufacturer narrative:
The patient underwent a paddle lead revision due to it being fractured. The old paddle lead was explanted and discarded. The patient is doing well following the revision. A review of the manufacturing documentation of the paddle lead revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing.

Event description:
A report was received that the patient doesn't feel any stimulation. The physician will open up the patient's pocket site to examine the paddle lead for breakage. If the lead is not properly working, it will be replaced.